Manufacturer narrative:
The device was returned, the investigation has been completed and the results are as follows: DHR results: the DHR was reviewed for lot #6104368 and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results: there was no stock product from lot #6104368 available for review. Investigation methods/results: the device was returned but not in original package. The implant was verified to be a hahn tapered implant ø5.0 x 11.5mm (70-1154-imp0016) using radiographic template (pk-209-062515). There was no defect or non-conformity observed and the threads were intact. Bone debris was observed in the threading of the implant. The complaint is verified based on the returned part(s) but cannot confirm the failure mode. There was no evidence found that indicated that the reported issue was caused by the device itself. Root cause: "loss of osseointegration" is a common complaint in regards to implant failure. This occurs when the patient's bone does not integrate with the implant surface. The possible responses to this complaint could be attributed to various causes. Although the root cause for loss of osseointegration is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. IFU 3027904 rev 3.0 (hahn tapered implant system) contains the following statement in precaution section surgical procedures: "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. All drilling procedures should be performed at 2000 rpm or less under continual and copious irrigation. All surgical instruments used must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to." IFU 3027904 rev 3.0 (hahn tapered implant system) contains the following statement in warning section: "absolute success cannot be guaranteed. Factors such as infection, disease and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." IFU 3027904 rev 3.0 (hahn tapered implant system) contains the following statement in warning section: "the implant site should be inspected for adequate bone by radiographs, palpations and visual examination. Determine the location of nerves and other vital structures and their proximity to the implant site before any drilling to avoid potential injury, such as permanent numbness to the lower lip and chin."

Event description:
It was reported that the hahn tapered implant failed. The patient's bone type is ii, and their oral hygiene is listed as good. The patient presented on (B)(6) 2022 for a primary procedure on tooth #19. The patient returned on (B)(6) 2022, before the second stage of surgery, with no complaints. Upon examination, the provider noted inflammation and infection. It was determined that the implant lacked stability, and the device was removed and not replaced. The patients symptoms resolved after implant removal. There was no permanent patient injury and the patient did not require any additional medical/surgical procedure.

Manufacturer narrative:
Additional information: h6 (type of investigation, investigation conclusion) corrected information: b5, g1, h6 (health effect -clinical code, medical device problem code) h6: health effect-clinical code 1994 was inadvertently reported in the initial report, however, the correct code is 1930. CAPA ca-00016. Manufacturer reference: (B)(4).

Event description:
It was reported that the hahn tapered implant failed. The patient's bone type is ii, and their oral hygiene is listed as good. There is no medical or dental history prior to implant placement. The patient presented on (B)(6), 2022 for a primary procedure on tooth #19. The patient returned on (B)(6), 2022, before the second stage of surgery, with no complaints. Upon examination, the provider noted inflammation and infection. It was determined that the implant lacked stability, and the device was removed. Based on the dates noted in the questionnaire completed by the provider, a medical opinion was sought, and it was determined that because of the time that had lapsed between when the device was placed and removed, the implant had lost integration.

Manufacturer narrative:
The device has been returned. Once the investigation is complete a supplemental report will be submitted. This complaint will be kept on record for track and trending purposes.